Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, nodules, swelling, tyndall effect, palpable product, visible product, visible elevation and excessive volume are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, edema, overdose, skin irritation and skin discoloration: 6. Adverse events a. Us pivotal study of juvéderm volbella® xc treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. There were no treatment-related serious adverse events reported. B. European clinical study common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. 8. Instructions for use b. Health care professional instructions 7. The injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration. 11. Correct to 100% of the desired volume effect. Do not overcorrect. The degree and duration of the correction depend on the character of the defect treated, the tissue stress at the implant site, the depth of the implant in the tissue, and the injection technique. Markedly indurated defects may be difficult to correct. 16. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Patient reported being injected with 5cc of juvéderm vollure¿ xc in the medial cheeks extending to the left upper lip and bilaterally in the marionette lines as well as 1.5cc juvéderm volbella® xc in the upper and lower lip by an allergan nurse trainer. The patient then immediately developed multiple issues that include palpable product, visible product, visible elevation and a tyndell effect in the cheeks and lips from the injection with juvéderm vollure¿ xc. The patient was treated with hylenex in cheeks, upper lip and soft tissue medial to the left nasolabial fold by another physician but the product would not dissolve. The patient commented that there was "an excessive volume injected" which necessitated the initial treatment with hylenex for the visible and palpable product in the medial cheek. A week and a half later, the patient also developed a nodule on the left cheek and left lower lip. Six days later, the patient was treated with hylenex to the marionette lines, cheeks and nodules in the left cheek and lip to dissolve the remainder of product but there was unsuccessful total resolution. On the next day, the patient developed additional nodules and swelling on the upper lip which was treated with hylenex the same day. Symptoms are ongoing. Patient was concomitantly taking cholesterol medicine. This is the same event and the same patient reported under MDR ID #3005113652-2017-00619 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.